Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report dissatisfaction with his plink meter, cannot rely on the readings. Started comparing to another meter and believes the other meter is more consistent with how he feels. Analysis run on clark error grid using competitive readings (69) vs. Bd readings of (91) yielded data points in the d zone of the grid, outside of acceptable limits.